Event description:
The reporter states that he obtained a 329 mg/dl and 150 mg/dl blood glucose comparison on the accu-chek advantage ii system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.